Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 49-year-old chinese han male patient. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna) injections (humalog 25, 100u/ml) from cartridge via reusable device (humapen ergo ii), 8 units each morning and 10 units at night, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2020. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25% treatment, he had sudden increase and decrease of blood glucose and a blister on the gingiva. Approximately on (B)(6) 2020, he was hospitalized due to the events. As of (B)(6) 2020, he had not been discharged. On an unknown date, the injection button of the humapen ergo ii could be pressed down but the injection screw did not move (pc (B)(4)/ lot number 1801d01). The injection screw was attached normally to the cartridge after installation and the needle was changed for every injection. The blood glucose was too high because the humapen ergo ii had issue and insulin lispro protamine suspension 75%/insulin lispro 25% was not injected into body. Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii device model duration of use and suspect humapen ergo ii duration of use were not provided. The action taken with the humapen ergo ii was not provided. The humapen ergo ii was returned to the manufacturer on 19oct2020. The initial reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment. The reporting consumer related the events of blood glucose increased (non-serious) and missed dose to humapen ergo ii device issue and did not provide a relatedness assessment for the remaining events to the humapen ergo ii. Update 19-oct-2020: additional information was received from initial reporter via psp on 13-oct-2020. Added laboratory data, additional dosage regimen for suspect drug, suspect device and non-serious events (blood glucose increased and missed dose). Updated the suspect drug coding formulation from unknown to cartridge. Updated causality statement and narrative with new information. Edit 19oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting and added contact log accordingly. No new information added. Update 20oct2020: additional information received on 19oct2020 from global product complaint database. Changed the lot number from unknown to 1801d01 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 22-oct-2020: upon review of the case, the update date of statement of 19-oct-2020 was updated from 19-sep-2020. No other changes were made to the case. Update 02nov2020: additional information received on 30oct2020 and 01nov2020 from the global product complaint database were processed together. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no, and device return status to returned to manufacturer. Added the date of manufacture and date returned to manufacturer for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 02nov2020 in the b.5. Field. No further follow up is planned. Evaluation summary : a male patient reported that the injection button of his humapen ergo ii could be pressed down, but the injection screw did not move and insulin was not injected. The patient experienced increased and decreased blood glucose. The investigation of the returned device (batch 1801d01, manufactured january 2018) found the device met functional requirements. No malfunction was identified. There is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient. Medical history, drug adverse reaction history, family drug adverse reaction and concomitant medication were not provided. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna) injections (humalog 25, 100u/ml) from cartridge via reusable device (humapen ergo ii), 8 units each morning and 10 units at night, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2020. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25% treatment, he had sudden increase and decrease of blood glucose and a blister on the gingiva. Approximately on (B)(6) 2020, he was hospitalized due to the events. As of (B)(6) 2020, he had not been discharged. On an unknown date, the injection button of the humapen ergo ii could be pressed down but the injection screw did not move ((B)(4)/ lot number 1801d01). The injection screw was attached normally to the cartridge after installation and the needle was changed for every injection. The blood glucose was too high because the humapen ergo ii had issue and insulin lispro protamine suspension 75%/insulin lispro 25% was not injected into body. Information regarding corrective treatment and outcome of the events was unknown. Insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient was the operator of the humapen ergo ii and his training status was not provided. The humapen ergo ii device model duration of use and suspect humapen ergo ii duration of use were not provided. The action taken with the humapen ergo ii and its return status were not provided. The initial reporting consumer did not provide an opinion of relatedness between the events and insulin lispro protamine suspension 75%/insulin lispro 25% treatment. The reporting consumer related the events of blood glucose increased (non-serious) and missed dose to humapen ergo ii device issue and did not provide a relatedness assessment for the remaining events to the humapen ergo ii. Update 19-oct-2020: additional information was received from initial reporter via psp on 13-oct-2020. Added laboratory data, additional dosage regimen for suspect drug, suspect device and non-serious events (blood glucose increased and missed dose). Updated the suspect drug coding formulation from unknown to cartridge. Updated causality statement and narrative with new information. Edit 19oct2020: updated medwatch and (B)(6) and (B)(6) (EU/(B)(6)) fields for expedited device reporting and added contact log accordingly. No new information added. Update 20oct2020: additional information received on 19oct2020 from global product complaint database. Changed the lot number from unknown to 1801d01 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit 22-oct-2020: upon review of the case, the update date of statement of 19-oct-2020 was updated from 19-sep-2020. No other changes were made to the case.